Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21015165. Medical device expiration date: na. Device manufacture date: 2020-12-21. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample (model # 20039e) was returned by the customer. It was reported that fluid would not push through the extensions set. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water to confirm an open fluid path. The fluid path of the sample was open and was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 21015165 was performed. The search showed that a total of 24,003 units in 1 lot number was built on 05jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be performed on model 20039e because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 2 smallbore 6 inch ext vlv were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e. Batch/ lot #: 21015165, unknown. It was reported that fluid would not push through the extensions set. Staff y say they have had the same issue on several occasions recently. I asked them today to try to start saving product if it doesn¿t function. If I receive a few items, I will happily send them in to you. Unfortunately I can¿t confirm the lot # from the other departments yet. They should be starting to save items with issues.